Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces however, no button error alarms noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a button error. His or her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.